Event description:
It was reported to boston scientific corporation that spaceoar vue device was implanted during a spaceoar vue placement procedure performed under local anesthesia, on (B)(6) 2022. Additionally fiducial markers were placed transperineally. The spaceoar vue procedure was completed with no reported patient complications. However, on the imagery review it was noticed that spaceoar hydrogel appears entirely within the rectal wall. The hydrogel is located near the base of the rectal wall, and it is just under the outer layer. The gel appears to go deeper through the muscularis layer and then finally it appears totally through the muscularis layer and getting very close to the mucosa itself. The patient is asymptomatic. It was also reported the patient is getting scoped four weeks after his implant procedure date. The type of radiation treatment the patient was to receive was noted to be external beam radiation therapy (ebrt), however treatment had not occurred yet.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).